Event description:
It was reported that the patient faced an issue on (B)(6) 2026 in which the infusion set tubing connector could not be connected during setup.

Manufacturer narrative:
MDR 3003442380-2026-23116 / initial 1 of 2. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).